Manufacturer narrative:
Due to characterization limit e1: event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave hybrid type g plug intra-aortic balloon pump (iabp) malfunctioned. The unit had problem with touchscreen. There was no patient harm reported.